Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six days following the implant of this transcatheter bioprosthetic valve the patient experienced syncope, fell, and hit their head. During admission to the hospital, no bleeding was identified via a computed tomography (CT) scan. An electrocardiogram (ECG) identified atrial fibrillation with a rate in the 50 beats per minute. The patient did have a history of continuous or persistent atrial fibrillation. However, the physician did note that the event was possibly related to the valve. As a result of this event, eight days following the valve implant a permanent pacemaker was implanted. The patient was discharged seven days later. No additional adverse patient effects were reported.